Event description:
It was reported that the tubing of an uromatic y type tur/cont bladder irr set detached from the burette with minimal pressure. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: suspected lots 21i08t721, 22a27t022, 21l18t679, 22a28t413. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5: the issue occurred on an unspecified quantity of the tur irrigation sets; reported as ¿multiple packs¿ (reported as one on initial). H4: the manufacturing dates for the suspected lot numbers were as follows: lot 21i08t721; september 2021, lot 21l18t679; december 2021 , lot 22a27t022; january 2022, and lot 22a28t413; february 2022. H10: one device was received for evaluation; the other devices were not received and therefore, could not be evaluated. The visual inspection of the actual sample revealed a disconnection at the junction of the tube and the cap-chamber. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing related issue which occurred during a manual assembly step of the bonding process. A batch review was conducted on the suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.